Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd plastipak¿ luer-lok¿ 30 ml syringe. The following information was provided by the initial reporter, "a particle was detected in the syringe before it was opened. Please let us know whether you would like to have the package collected from us to check the quality or whether you would like us to destroy it."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/19/2020. H.6. Investigation: one sealed sample was provided to our quality team for investigation. Through visual inspection of the product, a black particle stained with grease was observed. A device history review was performed for reported lot 1911733, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify the origin of the particle, the grease is used for lubrication and likely originated from the chains that guide the paper and film within the package machine. Quality project#1690 has been initiated to reduce foreign matter within our products.

Event description:
It was reported that foreign matter was found before use with a bd plastipak¿ luer-lok¿ 30 ml syringe. The following information was provided by the initial reporter, "a particle was detected in the syringe before it was opened. Please let us know whether you would like to have the package collected from us to check the quality or whether you would like us to destroy it."